Manufacturer narrative:
A review of the journal article and events summary was unable to confirm any allegation of deficiency against a medtronic product. "The quality of navigation imaging is affected by the bone density, thickness of the body (waist and abdomen obesity), type c-arm voltage and other factors can affect the imaging results." The instructions for use which accompany the navigation system, imaging protocols p/n 9732379-g02 contains guidance regarding proper imaging protocol for spine procedures.

Manufacturer narrative:
Patient ids and weights were not provided. This system was scrapped on 7/20/2015. No requests for service were received from the customer regarding the issues described in this article. Article states that the quality of navigation imaging is affected by the bone density, and patient bmi. This can affect navigation accuracy. Pedicle perforations and neurological impacts are known inherent risks to any spinal surgical procedure. No allegation of malfunction

Event description:
Medtronic medical writer clinical affairs reviewed the article on 10-jan-2017. The authors reported use of stealthstation, and there are patient events reported on page 1582. The article is in chinese. The relevant information is summarized below: authors: zhang q, zhang y, sun c, xu h. Title: computer-assisted versus free-hand pedicle screw implantation. Journal: chinese journal of tissue engineering research. Year/volume/pages: 2013 vol 17(9) pgs 1579-1585 . Doi: 10.3969/j.issn.2095-4344.2013.09.009. Patients: navigated group: 90 patients, 44 male, 46 female. Free-hand group: 100 patients, 42 male, 58 female. Average age of all patients: 56.2 (35-72 yrs) . Indication: pedicle screw insertion for lumbar disc herniation and lumbar spinal stenosis. Devices used: stealthstation (recorded as sofamar danek stealthstation). In the navigated group, 3 patients sustained neurovascular injury. Pedicle screw placement accuracy was 80.4% in this group (386/480 screws). Of the remaining screws, 53 perforated less than 2 mm, 31 perforated 2-4 mm, and 10 perforated more than 4 mm. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation.